Manufacturer narrative:
Analysis showed that based on the available data as of (B)(6) 2016, the device longevity should be about 17 months.

Event description:
Reportedly, a lead revision was planned due to ventricular noise oversensing. The defibrillation lead was capped on (B)(6) 2016 and a new lead was implanted. The subject ICD remained implanted, and residual longevity estimation was requested. Preliminary analysis results confirmed the presence of ventricular oversensing, most probably resulting from a lead issue or a lead/ICD connection issue at ventricular level.

Event description:
Reportedly, a lead revision was planned due to ventricular noise oversensing. The defibrillation lead was capped on (B)(6) 2016 and a new lead was implanted. The subject ICD remained implanted, and residual longevity estimation was requested. Preliminary analysis results confirmed the presence of ventricular oversensing, most probably resulting from a lead issue or a lead/ICD connection issue at ventricular level.

Event description:
Reportedly, a lead revision was planned due to ventricular noise oversensing. The defibrillation lead was capped on (B)(6) 2016 and a new lead was implanted. The subject ICD remained implanted, and residual longevity estimation was requested. Preliminary analysis results confirmed the presence of ventricular oversensing, most probably resulting from a lead issue or a lead/ICD connection issue at ventricular level.